Manufacturer narrative:
The device history records for the hdf-3500 device (17h000006987) and pad-pak (c0154) were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on (B)(6) 2017. The hdf-3500 is subject to omron goods inward testing as detailed in h045-014-005 - omron goods inwards test procedure. Information from the device history log indicates that omron testing was carried out on (B)(6) 2017. The history log for this device showed that the pad-pak was first installed on (B)(6) 2018 and the device performed to specification up to (B)(6) 2019. On (B)(6) 2019 the device was switched on and the electrode pads were detected as being attached. The device began to analyse a heart rhythm but during this period the device powered down. The technical log does not register the on/off button being pressed to power off the device. When the device powers off in this manner it can result in an erroneous low battery warning appearing in saver evo, due to the device not shutting down correctly. There was no audio prompt given for a low battery. There was an increase in voltage detected on (B)(6) 2019 which would indicate a further pad-pak had been installed. This would be expected after the device had been used during a patient involved event. The device continued to perform successful scheduled self-tests but there were now noticeable fluctuations in voltage appearing within the self-test log. Voltage drops of approximately 3v were identified on (B)(6) 2019 and (B)(6) 2019. The returned hdf-3500 unit was reported as being used during a patient involved event on (B)(6) 2019 in (B)(6). Due to the differing time zone, this has been logged within the device memory as occurring on (B)(6) 2019 at 20:11:40h. The device was switched on and issued the normal advisory speech prompts. 12 seconds after being switched on the device then powers down. The technical log does not register the on/off button being pressed to power off the device and the device never entered the shutdown sequence. The device was immediately powered on again at 20:11:54h issuing the advisory speech prompts. The electrodes were attached 24 seconds into the event. The patient heart rhythm was analysed with the user being advised ¿do not touch the patient¿. No further audio prompts were given prior to the device suddenly powering down. On (B)(6) 2019 the device was switched on three times. The device passed each self-test with no warnings give. The device was powered on again on (B)(6) 2019 on four occasions. The device passed each self-test and no warnings were given. Event file 1: (B)(6) 2019 20:11:40: this event was 15 seconds in duration. The patient impedance was out of range for the duration of the event, and thus there is no clinical data to review. Event file 2: (B)(6) 2019 20:11:54: this event was 37 seconds in duration. The patient impedance was in range at 00:00:24 suggesting the pads were placed. The patient presented asystole, a non-shockable rhythm. The algorithm began assessing the cardiac rhythm but the device was switched off before analysis was complete. The -ve pogo pin had failed to spring into the normal position and did not present a significant resistance when pressed. This defect would account for the voice prompts stopping during the reported patient involved event recorded on the hdf-3500 device on (B)(6) 2019. The patient presented asystole, a non-shockable rhythm. The algorithm began assessing the cardiac rhythm but the failure of the pogo pin resulted in the device powering down before the analysis was complete.

Event description:
This is a patient involved event. The device was used in an elderly care facility on the (B)(6) 2019 in (B)(6). The device was used in a possible sca. It was alleged that the pads were placed on the patient and then the device prompts stopped during event therapy. The patient died.

Event description:
This is a patient involved event. The device was used in an elderly care facility on the (B)(6) 2019 in japan. The device was used in a possible sca. It was alleged that the pads were placed on the patient and then the device prompts stopped during event therapy. The patient died.

Manufacturer narrative:
The initial report submitted on 06/07/2020 was submitted as adverse event death in sections b1 and b2. Although the patient died on (B)(6) 2019, it is clear from both the complaint narrative, the event itself and clinical review that the patient presented in asystole, a terminal rhythm. Therefore, although the device did malfunction and is likely to cause death or serious deterioration in health should it recur, in this case the patient rhythm indicates the device malfunction had no impact on the outcome of the patient. Therefore, the event is not adverse in nature.